Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the settings of the device have been changed to see if this provides any improvement. It is unknown if holding the sensor further away resolved the issue, and if the issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the settings would be standard bi-polar and mono-polar settings and pulse width and frequency would be standard. The sensor being moved away did not resolve the issue. No actions have taken place as of yet, discussions taking place between the teams to discuss appropriate clinical action plan. It was noted that it was unsure if the device would be explanted. The issue had not resolved.

Manufacturer narrative:
Other applicable components are: product ID 388928: lot# va1cwdk, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was recently implanted with an implantable neurostimulator (ins). As a consumer with diabetes who uses a pump and sensor, it was checked to see if the two therapies would be compatible together before implanting the ins. Since the ins has gone in, the consumer had complained that there appeared to be interference between the two devices. At present, the sensor which should last 5-6 days was lasting between 6-10 hours before the battery was depleted. The sensor also regulatory showed a message saying ¿move away from electronic devices, may take 15 mins,¿ which was obviously alarming for the consumer. It appeared that with the ins on, the sensor did not work, and vice versa. At present the ins had been positioned in the upper right buttock, and the infusion site of the pump was lower stomach left side with the sensor positioned nearby. The consumer was asked to try to position the sensor as far as possible from the implant site. No factors noted to have led or contributed to the event. Troubleshooting was noted as changing settings of the ins to see if this would resolve the situation, but interference still appeared to be happening. With respect to actions/interventions, none as of yet had been taken; however, if the sensor/pump cannot work as it should then it had been discussed that the ins may have to be removed. The issue had not been resolved yet. Both products are still in use. It was noted that interference between the devices means that when the sensor is on and the ins is off, the consumer¿s diabetes symptoms are under control, but her continence is not. The opposite happens when the situation is reversed. When the implant was on it appeared to interfere with the pump, and when the pump was on from time to time the ins device was switched off. Additional information received from the representative reported that the consumer was not yet on ¿point 6,¿ she had not tried it when the representative contacted her as there has been a problem with sensor supply; however, the consumer knew she needed to do this and was going to do it. It was noted that there were similar issues during her trial, when she had the sensor on the opposite side things worked, but when on the same they did not. There were no further complications reported and/or anticipated.